Event description:
The device was returned for evaluation. Analysis of the device conformed the complaint, resistance was felt when trying to pass the guidewire. The cause of the event was most likely due to the kink noted in the graft cover that was proximal to the strain relief however, the root cause of the event could not be determined.

Event description:
An endurant ii stent graft system was selected for use for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. It was reported that when trying to pass the steering wire through the delivery system, the wire got stuck approximately one foot away from the proximal tip. The physician attempted to pass the wire three times however, was unsuccessful. The packaging was not damaged. The device was set on the back table and the wire was able to pass when wire was forcibly pushed through. The device was exchanged for another delivery system and successfully completed the case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).